Manufacturer narrative:
The product analysis indicates one opened sample part number 8229707, from lot number 0213287849 was received. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 10 ohms, red [w/white band] 15 ohms, blue 14 ohms, and blue [w/white band] 15 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. There was no evidence of improper manufacturing therefore has been ruled out as a likely cause. The device condition was in specification as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicates that the impedance on both channels was too high. The red x symbol showed on the display.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for evaluation. A product analysis has not been performed.

Event description:
The customer reported that during intubation, the anesthesiologist found the emg endotracheal tube did not work and took it out. A replacement emg tube was used with no issue. There was no patient injury.